Event description:
Left implant leaked saline into chest cavity and notice deflation of ideal implant plastic surgeon recommended mammo. Mammo showed no sign of cancer and deflations both noted. This has caused me severe pain as one implant is curled up and jab me. Also suffering from fibromyalgia, very drained energetically and inflammation is noted in blood tests. FDA safety report ID #(B)(4).